Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's mobile power unit (mpu (sn: (B)(6) was damaged by water. Acelis advised the unit was still under warranty, so the clinic provided the patient with a new mpu.

Manufacturer narrative:
Section d1: brand name corrected, section d4: primary UDI corrected, section g4: PMA # corrected, sections h5 and h8: corrected for reusable device. Manufacturer¿s investigation conclusion: the reported event of the mobile power unit (serial number: (B)(6)) being damaged by water could not be confirmed. Multiple attempts were made to obtain additional details related to the event as well as information regarding the potential return of the unit; however, no response was received. No photos or log files were submitted for review. The root cause of the reported event cannot be conclusively determined through this evaluation. The device history records were reviewed and the records revealed that the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 instructions for use with heartmate touch is currently available. Section 3 entitled ¿powering the system¿ addresses how to use the mobile power unit to power the system. This chapter warns the user to keep the mobile power unit dry and away from water or liquid. Section 7 entitled ¿alarms and troubleshooting¿ describes all alarms which occur on the mobile power unit and system controller. Section 8 entitled ¿equipment storage and care¿ indicates that cleaning and service should be performed only by abbott medical-trained personnel. The user is instructed to not attempt cleaning or repair on their own. No further information was provided. The manufacturer is closing the file on this event.